Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a software error from the insulin pump. The customer's blood glucose reading was unknown. The customer changed the battery and it stated reservoir and tubing. The customer stated that the pump error did not occur during the rewind, load reservoir and fill tubing process. The customer stated that the bolus amount was recorded in the daily history. The customer also had sensor issues. The customer stated that there were big differences in readings. The customer will be sent replacement sensors.

Manufacturer narrative:
The insulin pump error 53 noted in the history file due to software error. The insulin pump was received with minor scratched lcd window, case and keypad overlay. The insulin pump was received with faded serial number label.